Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and the finding were as follows: revivable microorganisms/endoscope: <1 colony forming units (cfus)/endoscope. Revivable microorganisms/100ml: <1 colony forming units (cfus)/100ml. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found no reportable malfunctions. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonvideoscope exhibited a e315 error code (incompatible scope) when connected to the tower. The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigations, trace of air leakage and water invasion was confirmed from a/w mouthpiece of scope connector. Therefore, the suggested event may have occurred by corrosion/defect of electrical parts such as imager, circuit boards of scope connector, etc. Olympus will continue to monitor field performance for this device.